Event description:
It was reported that the insulin pump had a blank display. The device was rested for thirty minutes. When the device restarted, it alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with a frozen display. Problem isolated to the motherboard. No unexpected battery alarm or blank display was noted.